Event description:
Used ellume home covid test that came back positive. Went to get confirmed, both quick and pcr neg., concerned ellume is still selling bad tests. This was not one of the recalled lots. Purchased at (B)(6). Lot pj0b4, exp 10/31/2022. FDA safety report ID# (B)(4).